Event description:
During a coronary stent procedure of a predilated circumflex lesion, the physician experienced difficulty crossing the calcified lesion. Upon removal the stent appeared to be loose on the delivery. No pt injuries or complications occurred.